Event description:
It was reported that residual volume is being left in the bag following some infusions, a recent example given was with an infusion of ferric gluconate. There was patient involvement but no reported patient harm. Customer did not have any specific devices to report on, stating it happens with various pumps. Although requested, no further information was available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that residual volume is being left in the bag following some infusions, a recent example given was with an infusion of ferric gluconate. There was patient involvement but no reported patient harm. Customer did not have any specific devices to report on, stating it happens with various pumps. Although requested, no further information was available.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a,b,c,d and g codes. H3 other text : customer provided sample photo only. No device was returned.